Event description:
A (B)(6) male was admitted for coronary angiography which revealed a 90% lesion in the lcx. The vessel was described as tortuous. A sakura fire star, 1.50 x 15mm was used to predilate the target vessel. There was no difficulty experienced when prepping the device and no anomalies were noted. An inflation manometer with a 1:1 ration of contrast (visipaque) and sterile saline was used. Of note the same inflation manometer was used successfully with other devices prior to this event. There was no resistance noted while advancing the catheter through the hemostatic valve, through the guiding catheter, or through the vessel to the target site. There was some mild resistance noted while crossing the lesion. The catheter was never within an acute bend and no kinks were noted on the catheter. When the physician deployed the balloon, he noted that it did not inflate to nominal pressure. There was leakage noted from the balloon. The balloon reached a maximum pressure of 5-7 atms. Neither the balloon nor the shaft was noted to be burst. Then, the physician had to use another firestar balloon and completes the procedure.

Manufacturer narrative:
One non-sterile 1.5/15mm firestar ptca balloon catheter was returned for analysis. The shaft was wavy; this could have occurred during the return process. The balloon had been inflated. Pressurized water was applied to the catheter using an indeflator, no leaks or anomalies were observed; the balloon inflated without any difficulty and the pressure maintained. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported inflation difficulty was not confirmed. The exact cause of the failure experienced by the customer could not be determined. Neither the DHR review nor the product analysis suggests that the reported issue is related to the manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.